Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference manufacturer report no. 2015691 2023 15000 and report no. 2015691 2023 15520. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient and/or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : not returned.

Event description:
Per report received from canada, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. A medium curl non-edwards wire was used for lv pacing. During procedure, no difficulties were found with valve alignment but, as per procedural imagery evaluation, it was confirmed that the valve was not aligned exactly between the va markers. During deployment, the valve was positioned as intended but embolized and, using the commander ds balloon, was brought around the aortic arch and was left implanted in descending aorta. No frame damage or bent struts were noted with the embolized valve. As per medical opinion, the root cause of this event was that rapid pacing was inappropriately stopped before the balloon was deflated. The flex catheter was completely un-flexed during withdrawal of commander ds. To continue the procedure, a second 26mm sapien ultra valve was successfully implanted in aortic valve as intended. Then, at the origin of a pre-existing aortic atheroma, it was detected a vascular dissection extending from aortic arch to abdominal aorta by fluoroscopy. To know the nature and the extent of vascular dissection, the patient went directly to CT and was confirmed that the vascular dissection was type-b, involving the descending aorta, extending distal to the renal arteries, with no flow limitations. The patient was planned to have a follow-up CT, to delineate the treatment strategy between further conservative management or perform a surgical repair. After CT results, it was decided to perform a surgical repair which was successful. The patient was recovering after surgical intervention. Three (3) days after tavi, the valve was explanted because the patient presented with moderate pvl without symptoms. A surgical valve was implanted in replacement.